Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the breakage was confirmed. The clinical/medical investigation concluded that, the x-ray photos provided support and confirm the report. Based on the information provided the root cause of the reported intertan breakage is due to nonunion of the previous fracture site. There is no report of the patient¿s current condition following the revision. However, it is likely the patient will experience pain and possibly have post op rehab. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to nonunion of the previous fracture site, a traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not received for evaluation. However, the pictures were reviewed, and the breakage was confirmed. The shipping information was provided and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. The clinical/medical investigation concluded that, the x-ray photos provided support and confirm the report. Based on the information provided the root cause of the reported intertan breakage is due to nonunion of the previous fracture site. There is no report of the patient¿s current condition following the revision. However, it is likely the patient will experience pain and possibly have post op rehab. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to nonunion of the previous fracture site, a traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H10

Event description:
It was reported that, after a primary surgery, one intertan 10mm x 24cm 125d broke. After that, a revision surgery was performed to remove the broken nail and replace it. No health consequences were reported.